Manufacturer narrative:
(B)(4). Investigation: one photo displaying two loose 1ml syringes was received and evaluated. It was observed in the photo, there was an arrow directed at one of the thumb rests that appeared to display a difference in size between the plunger rod thumb rests of the two syringes. The plunger rod with smaller thumb rest was not molded properly, which was rejectable per product specification. The potential root cause for the short shot defect is associated with the molding process. DHR was reviewed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip plunger was found to be smaller than normal before use. The following information was provided by the initial reporter, translated from (B)(6) to english, "during the use of the 7240921 batch of syringes that day, it was found that the pusher of the syringe¿s plunger rod was smaller than the normal syringe."